Manufacturer narrative:
An investigation of the reported condition was performed. There was no sample received for evaluation. Since no root cause could be identified by reviewing a sample no corrective or preventive action is planned at this time. A review of the device history record (hdr) was performed for the lot during this investigation and no discrepancies were found. All device history records are reviewed and approved by quality prior to release of product. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there was no x-ray detectable line through the gauze.